Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced intermittent insulin leakage at the connector when attaching new sets, with visible insulin collecting near the bottom of the cartridge at the white plunger interface; the user is experienced, tried connectors from different boxes, and the issue occurred about five times over several months without alerts or alarms. Symptoms included no reported adverse clinical effects. Outcomes included no change in therapy, no hospitalization, and no medical intervention. Investigation included troubleshooting with user education and replacement supplies. Investigation of this case revealed evidence consistent with a leaking or improperly sealing connector-to-cartridge interface, though the specific component failure could not be confirmed because product was not available. It was concluded that the event was related to a suspected device component issue at the connector or cartridge interface without patient harm.